Event description:
The patient experienced a loss of therapeutic effect following a fall. Specifically, she felt dizzy and fell backwards at the doctor's office. The patient was at home and re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).